Manufacturer narrative:
The initial MDR was reported in error as it was determined that the malfunction was due to a use error. H3 other text: the initial MDR was reported in error as it was determined that the malfunction was due to a use error.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Customer contact reports no patient information available. Unique identifier: (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported an error causing a loss of mechanical ventilation. There was no report of patient injury.